Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test, and p-cap locks properly into the reservoir compartment. No pump errors noted during testing. Successfully downloaded history files and traces using thump. Pump error 3 alarm was not found in the history files or traces on event date, however pump error 37 was found in the history files on 11/22/2022 06:51:15.000. Pump was cut open to perform visual inspection and found moisture damage on the home switch. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded home switch. Pump error 3 was not confirmed during testing. Pump error 37 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer was able to clear and able to rewind the pump. Customer stated that the fill cannula was recorded in daily history. No harm was required during medical intervention. The device was returned for analysis.